Event description:
The patient presented with acute pain in may which started as they were getting out of bed. It was further reported that xrays taken suggested that the implant had bent, but during the procedure in 2006, it was discovered that the three year old stem had fractured at the neck, and the stem and head were therefore revised. The patient's medical records detail the stem and head as stryker products but the cup is a de puy ultima product.